Manufacturer narrative:
Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. The hillrom engineer arrived to find the lifting tape connector had come apart and was missing a part, it was noted that the hoist had been modified from its original specification. The lift strap has had the mechanical emergency lowering device removed a q-link had been fitted - converting it into an ¿ r2r¿ (room to room) version the sleeve surrounding the q-link was black, where it should have been grey in colour. It was not possible to identify the exact lift strap that is currently fitted to the hoist this was not a fault - someone had deliberately modified this hoist and possibly not fitted the q-link correctly. The instruction for use for likorall 242 s (7en120115 rev.13) clearly states: "likorall is tested by an accredited testing institute. No modification of this product is allowed." Although there was no patient injury reported, and the reported event can be attributed to incorrect usage of the device, if the lift strap were to snap during a patient transfer, it could cause serious injury or death therefore hillrom is reporting this event.

Event description:
The customer alleged the hoist snapped during use. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).